Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("revealed that the right coil is poking out of the tube into the endometrial wall.") And embedded device ("revealed that the right coil is poking out of the tube into the endometrial wall.") In an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2011, the patient had essure inserted. Essure was removed on (B)(6) 2024. On unknown date she experienced fallopian tube perforation (seriousness criterion intervention required), embedded device (seriousness criterion intervention required) and pelvic pain ("having pain"). The patient was treated with surgery (essure removal surgery on monday ((B)(6) 2024) and essure removal surgery on monday ((B)(6) 2024)). At the time of the report, the outcomes for embedded device and pelvic pain were unknown. No causality assessment was received for essure with regard to fallopian tube perforation, embedded device or pelvic pain. The reporter commented: the caller stated the following: "I had the essure placed in (B)(6) of 2011 and was having pain. When I went for an ultrasound on (B)(6) 2024 it revealed that the right coil is poking out of the tube into the endometrial wall. The are going to remove it on monday and my out-of-pocket costs are over nine thousand dollars. I want to know if there is some assistance or compensation for this. Lot number: caller did not know. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2024: it revealed that the right coil is poking out of the tube into the endometrial wall quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-jul-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("revealed that the right coil is poking out of the tube into the endometrial wall.") And embedded device ("revealed that the right coil is poking out of the tube into the endometrial wall.") In an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2011, the patient had essure inserted. Essure was removed on (B)(6) 2024. On unknown date she experienced fallopian tube perforation (seriousness criterion intervention required), embedded device (seriousness criterion medically important) and pelvic pain ("having pain"). The patient was treated with surgery (on monday to remove essure). At the time of the report, the outcomes for embedded device and pelvic pain were unknown. No causality assessment was received for essure with regard to fallopian tube perforation, embedded device or pelvic pain. The reporter commented: the caller stated the following: "I had the essure placed in (B)(6) 2011 and was having pain. When I went for an ultrasound on (B)(6) 2024 it revealed that the right coil is poking out of the tube into the endometrial wall. The are going to remove it on monday and my out-of-pocket costs are over nine thousand dollars. I want to know if there is some assistance or compensation for this. Lot number: caller did not know. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2024: it revealed that the right coil is poking out of the tube into the endometrial wall quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.